Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. It should be noted that the IFU warns against re-insertion if the orsiro sirolimus eluting coronary stent system was removed prior to expansion.

Event description:
The orsiro mission drug-eluting stent system approach was performed, but the lesion could not be passed. Dilation was performed with a scoreflex balloon, and another attempt was made to pass the orsiro mission, but the lesion could not be passed. Another stent was used, which allowed passage through the lesion. The treatment was completed by post-dilatation with an nc balloon.